Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-sep-21. It was reported that the first time all of the medication was pulled out of the pump during a refill occurred in (B)(6) 2017 (note: this conflicts with the previous report that the refill occurred in (B)(6) 2017 it was further reported that the patient's pump was not working in (B)(6) 2017, and a catheter revision was performed on (B)(6) 2017. On (B)(6) 2017, the patient went in for a refill and medication increase, but all of the medication was still in the patient's pump. The patient's healthcare provider (hcp) told them to call the manufacturer to request a representative, and the patient was redirected to a hcp. No indication was given of either a sudden or gradual change in therapy/symptoms. At the time of report, it was noted that the pump contained dilaudid and bupivacaine. It was specified that the drug was "20 ml," and that it was just upped to "3.2 ml/day," but it was confirmed that the patient didn't really know the drug information other than the type.

Manufacturer narrative:
Device code (B)(4) now also applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported she had been having problems with the pump since (B)(6) [2017], and now, there were finally going to put a new pump in on 2018 (B)(6). The patient stated when she had her pump refilled last, all the medication was still in the pump. The patient did not know the volume information. No patient symptoms were reported at the time of the event. The patient reported the pump contained hydromorphone: 0.15 mg, 5.595 mg/day, and 0.586 mg. The patient was unable to provide/confirm the concentration. The patient reported the pump also contained bupivacaine: 0.15 mg, 5.595 mg/day.

Manufacturer narrative:
Updated to reflect the information received on 2018-jan-10. Updated to reflect the patient's pump explant date. Updated to reflect the facility location related to the event. Patient code c(B)(4) replaced with(B)(4); patient code (B)(4) added; device codes (B)(4)added. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-jan-10 from the consumer via the manufacturer's representative. It was reported that the patient noticed withdrawal-like symptoms approximately six months prior to the report. According to the patient, several dye studies had been done and the patient's healthcare provider (hcp) was unable to aspirate the patient's catheter. The dye study was aborted and a catheter revision was scheduled. The dates of these events were not noted. The manufacturer's representative read the patient's pump and it was noted that the patient's pump was in stop mode and had been for 813 hours. The patient's pump eri was 33 months. It was reported that the hcp attempted again to aspirate the catheter from the catheter access of the pump, but was unsuccessful. The catheter was disconnected from the pump, but the csf would not return. The distal portion was disconnected from the proximal portion and csf return was noted. The proximal catheter was removed with the pump. When attempting to remove the proximal portion by pulling from the pocket site, the catheter broke and the hcp was unable to reach and remove the rest of the catheter. The portion that was removed was discarded. The hospital was in possession of the pump and would return the pump. No environmental factors were reported. The patient confirmed they had not had any type of fall or injury. Patient's status was listed as "alive-no injury". The issue was considered resolved at the time of the report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-01-22 (rep): additional information was received from a manufacturer representative. It was reported that the cause of the stopped pump was unknown. The cause of the patient's withdrawal symptoms, the volume discrepancies, the difficulty aspirating the catheter, and the lack of csf return from the catheter was also unknown. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. (B)(4). Interrogation of the pump during analysis revealed the pump to be programmed to deliver bupivacaine (20mg/ml) as well as hydromorphone (20mg/ml). The doses were not known. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6)2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 20mg/ml dilaudid at 5.6mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient has complained of no pain relief since (B)(6) 2017. The patient had a refill in (B)(6) 2017 and the doctor aspirated the full contents of the reservoir and was expecting much less. Another volume discrepancy occurred in (B)(6)of 2017. The doctor attempted a catheter access port (cap) dye study but was not able to aspirate from the cap. The expected residual volume was 14ml and the actual residual volume was 18ml. No further complications were anticipated/reported.